Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was identified, during a routine dressing change, that the patient's "tube has grown attached from the inside to the abdomen". The device remains implanted.

Event description:
It was later reported that the patient was admitted to (B)(6) hospital for the treatment of the buried bumper. The device has been explanted and replaced.